Manufacturer narrative:
(B)(4). The investigation was not complete at the time of this report. A follow-up report will be submitted upon completion of the investigation.

Event description:
The complaint is reported as "the product was not intact prior to use. Several pieces are detached from the laryngoscope blade while still in the packaging." The alleged defect occurred prior to use. There was no report of patient involvement.